Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage keypad traces. The insulin pump was monitored and had no blank display noted. The insulin pump was pump received with cracked display window, broken battery tube threads, broken reservoir tube lip, cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 334 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.